Event description:
The user received a questionable hdl-c plus 3rd generation (hdl) result for one patient sample. The modular pre-analytics (mpa) system aliquoted the patient serum into a sample cup from the primary tube. The sample cup was used on the original run. The primary tube was used for the retest. The original result was 117 mg/dl and was reported outside the laboratory. The physician called on (B)(6) 2012 to question the hdl result. The primary tube was retested on a different analytical p module and the result was 32 mg/dl. The repeat result was deemed to be correct. The patient was not treated nor did the patient have any treatment withheld due to the erroneous result. The hdl r1 reagent lot number was 64667201 and the expiration date was (B)(6) 2013. The hdl r2 reagent lot number was 63561301 and the expiration date was (B)(6) 2012. The field service representative determined the monthly maintenance was coming due on the analyzer and the reaction cells were beginning to show signs of wear. He performed monthly maintenance, cleaned the incubation bath, replaced the lamps and reaction cells, cleaned the probes and rinse mechanism. To verify the analyzer operation, he ran calibration and quality control with results within the specified limit. Upon follow up with customer several hours later, the quality control was still within the specified limit.